Event description:
Hypothyroidism, sibo, body inflammation, joint pain, elbow surgery, cortisone shots. I have had multiple tests done. They were performed from 2013-2020. FDA safety report ID# (B)(4).